Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found that stent struts in the proximal section of the stent were lifted and misaligned. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. Balloon cones shows signs of positive pressure having been applied. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 3.0x38mm target lesion was located in the moderately tortuous and calcified left circumflex (lcx) artery. A 3.00 x 38mm synergy ii drug-eluting stent was used, however; stent strut was lifted due to the scratch in the mid lcx. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 3.0x38mm target lesion was located in the moderately tortuous and calcified left circumflex (lcx) artery. A 3.00 x 38 synergy drug-eluting stent was advanced for treatment; however, the stent strut was lifted due to the scratch in the mid lcx. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.